Manufacturer narrative:
(B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Preventive maintenance, calibration, and equipment were reviewed and no abnormality was observed that could have influenced the issue. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure as no samples were returned for evaluation. Of note, CAPA (B)(4) and CAPA (B)(4) have been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that the np gave a tetanus shot using the suspect device. When completed, she attempted to activate the safety shield when the clamp missed the needle and caused a needle stick injury. No interventions were reported.